Event description:
A patient alleged that the optibond solo plus product had splashed into her eyes during her dental procedure.

Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. The patient was not wearing any protective eye covering at the time of the incident. After the incident had occurred, the dentist had instructed the patient to rinse her eyes, which she did for approximately five (5) minutes. The patient reported that her eyes still burned, and the dentist instructed her to rinse her eyes again for fifteen (15) minutes. The patient reported that she had sought further medical attention from both an optometrist and a surgeon. The patient stated that she was prescribed antibiotic eye drops for treatment; however, no further details were provided with regard to the medical treatment she had received. The patient reported that she is still currently experiencing pain and blurry vision in her eyes. Kerr corporation has requested that the patient report any new information with regard to this incident. An update will be provided if any new information becomes available. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no further evaluation can be conducted.